Event description:
When the power of this c1 was turned on "tf431015, self test failed". After restarting this c1, the phenomenon no longer occurs. This is actually the second occurrence of the phenomenon. Last time it happened at (B)(6) 2020. Can I check this c1 and use it if there is no problem? Or should I replace the related parts as a preventive measure.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:the issue in (B)(4), is deemed a reportable event since the malfunction white/ disturbed screen ' which logs different tfs on the next start-up, causes the ventilator to become inoperable or stop working as intended. The root cause of the ventilator to stop ventilation and showing a white/ disturbed screen was a malfunction of the fpga on the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4), was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. T he allegation in (B)(4), was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in (B)(4) as it will be deemed a reportable event.